Event description:
Revision surgery at 2 years and 11 months post primary for medial inner ligament rupture. During revision it was noticed that the tibial tray (fixed cemented) was loose and no cement was attached to the implant.

Manufacturer narrative:
Batch review performed on 20 june 2022. Lot 186199: (B)(4) items manufactured and released on 05-nov-2018. Expiration date: 2023-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs director. At 3 years after primary cemented tka the knee is not stable anymore and the surgeon decides to revise. According to description, there is a suspect of subsequent degeneration of inner medial collateral ligament, but there is no explicit confirmation after revision surgery. At surgery, the tibial tray is found detached from the cement mantle, which suggests that a problem with cementation may have occurred at index surgery. We cannot tell which of the two situations (damage to the ligament and detachment of the baseplate from cement) played the most important part in determining the need for revision.